Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom power adaptor was not supporting a patient. The freedom power adaptor has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom power adaptor was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom power adaptor had a connection issue.

Manufacturer narrative:
The freedom power adaptor was returned to syncardia for evaluation. Visual inspection of the freedom power adaptor did not reveal any evidence of damage or abnormalities. The power adaptor was attached to three different freedom drivers in attempts to reproduce the customer-reported tightness. The reported tightness could not be reproduced during investigation testing, as the freedom power adaptor was able to be successfully connected to a freedom driver. The device performed as intended and did not exhibit any evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom power adaptor was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom power adaptor had a connection issue.